Event description:
Per the clinic, the patient was admitted to the hospital due to the results of a CT scan indicating fluid at the implant site. The fluid was drained and the patient was put on IV antibiotics (type not reported). The patient was explanted in 2009, due to the infection at the implant site.reimplantation is planned, but had not taken place at the time of this report two days later.

Manufacturer narrative:
(B) (4).

Event description:
While a pt was receiving cvvhdf (continuous veno-venous hemodiafiltration) on a prismaflex machine, the alarm "caution: excess patient fluid loss or gain" occurred and the treatment was suspended. The treatment was terminated without returning the blood in the extracorporeal circuit. As a result, the pt sustained a blood loss of 93 ml. It was reported that the pt's overall medical status did not change as a result of the blood loss. The pt received a prophylactic transfusion of 90 ml of packed red blood cells.